Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 139 mg/dl and their sensor glucose read 67 mg/dl. The customer also stated their insulin pump went into threshold suspend due to the inaccurate readings. Customer also reported a change sensor and calibration error alert occurring. The customer also reported a bent cannula with the sensor. It was also found the needle was stuck inside serter during sensor insertion. Customer declined to troubleshoot for the issues. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.